Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported), due to infection. This report is filed april 9th, 2015.

Event description:
The internal device was explanted for unknown reasons (date not reported).